Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing bradycardia and felt dizzy. They also reported that the implantable pulse generator (ipg) was pacing below the programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.